Manufacturer narrative:
B5 describe event or problem ¿ correction . H2 type of follow up ¿ correction . D2b - procode - correction.

Event description:
Correcting d2b.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.